Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01289. The pt rec'd her scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the pt fell shortly after implant and never regained effective stimulation coverage. Reprogramming efforts were unsuccessful at resolving the issue. The physician explanted and replaced the leads with one surgical lead on (B)(6) 2011. No further pt complications were reported.